Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump had normal operating currents. No blank display or failed battery test alarm was noted during test. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. It was later reported the display was retrieved, but the screen turned on slower than usual. Customer also reported a failed battery test alarm and battery out limit alarm occurring. Customer's blood glucose unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.